Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a no delivery. The customer¿s blood glucose level was 496 mg/dl at the time of call. The customer stated that the insulin pump alarmed no delivery followed by a motor error during rewind. The customer stated that the drive support cap was flush. Customer woke up with a 199 mg/dl blood glucose reading and experienced a high blood glucose of 496 mg/dl while on the call. Customer will treat with manual injection and no troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.